Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified septum debris inside the a is1 set screw hex cavity. This material prevented full insertion of the screw driver in the hex cavity.

Event description:
It was reported that during a lead repositioning procedure the device exhibited a connector issue. The device was explanted and replaced. The patient was in good condition following the event.